Manufacturer narrative:
An 0x10 alarm was generated, indicating a reset caused by sawcop expiration. Investigation of the device found no damages or defects that would contribute to the alarm. The root cause of the alarm could not be determined. A tear was observed on the soft cannula and fluid was observed leaving the tear. Due to the tear, fluid was unable to pass through the entire fluid path and out the distal tip of the soft cannula. The timing and cause of this damage is unknown.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 22 mmol/l (396 mg/dl) while wearing the pod on the arm between 4 and 24 hours. The pod emitted a hazard alarm. At the hospital, the patient was administered a manual insulin injection. A new pod was applied at home.